Event description:
Contact wanted to request a replacement rental vent. Complaint while on a pt, the map suddently dropped and they couldn't get it back up. They replaced the cap diaphragms, but it did not help. They had a standby vent, so they placed hte pt on the standby (no pt compromise). Settings: map14, amp21, 33% it, 10hz, 20 ipm. Contact said they cleaned and placed a new circuit on the rental and proceeded to perform the pt circ cal. The amp would not generate into specs. They will notify rentals of authorization of replacement and follow up with mediq.